Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that channel errors occurred. Channel a was infusing quad strength levophed at 10mcg/min. Channel c was infusing propofol at 25mcg/kg/min (10mg/ml concentration). Channel a had a channel error that required the infusion to be quickly moved to channel b. However, during this time there was a drop in blood pressure requiring a phenylephrine push dose to maintain map. Several minutes later, channel c had a similar error at which point the paramedics elected to use a different pump entirely. During the transition to the new pump, a push dose of propofol was used to maintain appropriate sedation. The patient survived; however, as described two separate push dose medications were required at different points during the event to maintain patient stability. This event was reported to be life-threatening to the patient. No additional information was provided.

Event description:
It was reported that channel errors occurred. Channel a was infusing quad strength levophed at 10mcg/min. Channel c was infusing propofol at 25mcg/kg/min (10mg/ml concentration). Channel a had a channel error that required the infusion to be quickly moved to channel b. However, during this time there was a drop in blood pressure requiring a phenylephrine push dose to maintain map. Several minutes later, channel c had a similar error at which point the paramedics elected to use a different pump entirely. During the transition to the new pump, a push dose of propofol was used to maintain appropriate sedation. The patient survived; however, as described two separate push dose medications were required at different points during the event to maintain patient stability. This event was reported to be life-threatening to the patient. No additional information was provided.

Manufacturer narrative:
Correction: h.6 patient code. The customer¿s report of channel errors was confirmed in the logs; however, testing failed to replicate a channel error. The msiii was received with an incorrect system date and time. The device showed a date of 21jul2002, calculations for the time of the event would be on (B)(6) 2002. The logs were downloaded from the device on (B)(6) 2020. (B)(6) 2002 is the most recent infusions found in the logs. The review of the device log based on the adjusted date and time, shows that 2 events that were recorded on (B)(6) 2020. The source msiii (s/n (B)(6)) device log identified two separate error codes a 313 (ail_inconsistancy) and 324 (diff_motor_not_infuse). Which is believed to be on the incident date. The errors occurred on (B)(6) 2002. Testing performed by cad and operational engineering failed to replicate the error code observed in the logs. This file is being escalated for resolution in accordance with 1501-109-000 swi product monitoring. The complaint was confirmed however no root cause was identified. The device was being used for treatment. The proximate cause of the error code 313 and 324 is believed to be the result of user interactions prior to the error. Prior to the error code 313 the user stops/starts the infusion in rapid succession. The error 324 the pump latch is closed. Device history review: review of the source msiii pump s/n (B)(6) service history record showed the device had a manufacture date of 12aug2004. A review of the device service history record was performed beginning from the date of manufacture to the present date 07/17/2020 and indicated that this device has been previously returned on 25feb2008, 04mar2013 for channel errors. There were 9 returns unrelated to channel error for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.